Event description:
It was reported that during the placement of the stent, the patient acquired an abrasion during removal of the endoscope and delivery system. The patient required medication to stop the bleeding. The bleeding was successfully treated. On follow-up, it was determined that the patient was already in the ICU prior to this procedure. After this procedure the patient returned to the ICU. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.